Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Identification of issue has been done by analyzing problem description and device's logs. According to the information provided by the technician, the monitoring printed circuit board was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as occurrence of technical error code indicating a power error may lead to stop of ventilation. There was no patient harm. The review of received device's logs confirms occurrence of reported power error on provided date of event. After replacement of monitoring pcb, the technical error 40003 appeared indicating a power error, which is generated when +60 v supply voltage to the ultrasonic transducers in the expiratory cassette too high, i.e. > +75 v. This error will not affect ventilation. The issue was resolved by replacing expiratory channel printed circuit board. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed parts were not returned for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).